Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited failure to capture and high impedance. The lead was capped and replaced (B)(6) 2022. The patient was in stable condition.